Event description:
It was reported that the patient presented to the emergency room after experiencing palpitations and chest pain. The right atrial lead exhibited loss of capture. The patient had an escape rhythm of 28 beats per minute. The device is programmed without ventricular autocapture and acap confirm. Impedances were normal and a device check found normal characteristics. The patient would be monitored.